Event description:
It was reported that there were white particles floating in the small volume intermate. This was identified after the device was compounded with meropenem, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation was performed at the (B)(4) facility . Visual inspection noted a white particle floating in the device. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.